Manufacturer narrative:
Manufacture investigation: DHR review of complained screw driver shows that this specific lot was released after complete final inspection with no findings in august 2011. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visible inspection shows that the part is in faultless condition. Even there are some smart signs of multiple use visible at the torx tip, the instrument is still in faultless condition and its function is as intended. Carried out functional test of the two complained part could not reproduce the reported problem. The screw could be assembled and disassembled to the screw driver as intended without any problems. No product related issue could be identified. We are not able to identify the root cause for the reported problem. The screw driver is in faultless condition. DHR review, no issue functional test, no issue visual inspection, small signs of wear and tear could be identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Part #: 03.632.052, lot#: 6633504 (non-sterile) - locking stardrive screwdriver shaft t15-short qc. Quantity (B)(4). Raw material part 11146 lot 6459297 meet specification. Incoming final inspection and certificate of compliance received from (B)(4) meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: supplier - (B)(4), packaged by: (B)(4), manufacturing date: 29-aug-2011. Part #: 03.632.052, lot#: 6633504 (non-sterile) - locking stardrive screwdriver shaft t15-short qc. Quantity (B)(4). Components part 03.632.052 locking stardrive screwdriver lot 6633504 meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: supplier - (B)(4), packaged by: (B)(4), manufacturing date: 14-nov-2011 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a lumbar canal stenosis (lcs) stabilizing procedure at l4-l5 on (B)(6) 2017, as surgeon was fixing a screw, the tip of the locking stardriver screwdriver shaft was stripped. Surgery was completed successfully with no delay and no harm to patient. Concomitant medical products: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) locking stardriver screwdriver shaft. This is report 1 of 1 for (B)(4).